Event description:
A customer reported that meter was not working. Customer replaced the batteries and customer began to have problems with the display screen. Customer states that the 100's unit is missing the left-hand side of the numbers. The customer stated that customer did a test and could not exactly tell what the result was. However, in the memory mode customer could tell that it was a 384 mg/dl. A request was made to return the system for evaluation. In the meantime a replacement meter will be provided.